Event description:
It was reported this was a venotomy closure of a right common femoral vein using a proglide device after an electrophysiology (ep) ablation procedure with an 8f sheath. Reportedly, a cuff miss occurred as the suture was not present when the plunger was removed. An additional proglide was opened, but an additional piece of material was observed on the device. Therefore, the device was not used. A cuff miss [suture retrieval issue] then occurred with four additional proglide device. A new proglide device was then used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.